Event description:
It was reported that the system 6800 would not completely initialize keeping the system out of service. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The system was upgraded with the single board computer upgrade which includes the single board computer along with software and several other sub assemblies to maintain compatability. The system was tested and found to be working as intended and placed back into service.